Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that they did not check the graph. Pump could be fully rewound and pump was working again. Customer does not want a replacement right now. Customer's blood glucose level was 17 mmol/l. Customer will call back if the alarm recurs. No additional information provided.